Event description:
Event description guidant received information that this ventricular lead was noted to be dislodged, post implant procedure, prior to discharge. An intermittent loss of capture was noted. It was reported that there were no adverse patient effects.